Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported errors codes indicating no o2 supply and o2 device alarm failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer's technical services (ts) confirmed the reported issue. The o2 solenoid valve not closing all the way. The customer was advised to replace the solenoid valve, oxygen and was provided with the part number. The customer replaced the defective o2 solenoid valve to address the reported problem. The unit successfully passed the required performance verification test.